Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when inserting the prosthesis into disc space. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques. As indicated in st: "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly." However, the description received did not allow to understand perfectly if the surgical steps were followed or not. This hypothesis could not be validated. The cause for the device disassembly is unknown. Requests for additional information did not receive a response and the description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. The exact root cause of this event remain undetermined. If additional information were received that allow to draw a conclusion for this case , another report will be sent.

Event description:
Mobi-c p&f us : disassembly. According to the reporter they trialed, per the technique, and was able to advance the trial to the posterior margin without any issue. There wasn't any angular or rotational component to implantation because they took a scout film 1/3 the way in and verified placement. Prosthesis wasn't tight or oversized. The inferior plate just spun out as it was being advanced posterior. There are no films saved from the incident. After they removed the disassociated disc they inserted second one from set without issue. No patient impact or surgery delay reported. Several attempts were made but no additional information received.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when inserting the prosthesis into disc space. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques. As indicated in st: "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly." However, the description received did not allow to understand perfectly if the surgical steps were followed or not. This hypothesis could not be validated. The cause for the device disassembly is unknown. Requests for additional information did not receive a response and the description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. The exact root cause of this event remain undetermined. If additional information were received that allow to draw a conclusion for this case , another report will be sent. This report was initially submitted incorrectly as 3004788213-2017-00057-2 on dec 19, 2018. This is being resubmitted at the correct report number, 3004788213-2017-00057-1.

Event description:
Mobi-c p&f us : disassembly. According to the reporter they trialed, per the technique, and was able to advance the trial to the posterior margin without any issue. There wasn't any angular or rotational component to implantation because they took a scout film 1/3 the way in and verified placement. Prosthesis wasn't tight or oversized. The inferior plate just spun out as it was being advanced posterior. There are no films saved from the incident. After they removed the disassociated disc they inserted second one from set without issue. No patient impact or surgery delay reported. Several attempts were made but no additional information received.

Manufacturer narrative:
Not yet received.

Event description:
Mobi-c p&f us: disassembly. Inferior plate disassembled when inserting prosthesis into disc space. Another prosthesis of same size was used in replacement. No harm / or complication to patient reported. Product will be return for analysis.